Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced suicidal depression, attempted suicide last week and still felt suicidal. The patient had been depressed for about one year, was in detox in may for lorazepam and was still in the process of detoxifying. While in treatment, the patient fell and hit the top of the head on or around may 14. The patient's depression became much worse for the past 2-3 weeks. The health care professional (hcp) was made aware of the situation and advised the patient to go to the emergency room. The hcp also advised the patient to turn off the stimulator, but the patient was unable or unwilling to do so. It was later reported that the hcp took away the patient's ability to make adjustments to the stimulation and referred the patient to a psychiatrist. The patient's head did "not feel right" and felt "like it [was] going to explode." The hcp believed the pain to be caused by the patient. The patient still experienced depression. Additional information has been requested, a follow-up report will be sent when additional information becomes available.